Manufacturer narrative:
It was reported that the error message impossible to load exams was displayed leading to the shutdown of the device. A DHR review and a complaint history review were performed and did identify 1 similar complaint within the past 12 months with the same root cause for this device. The investigation concluded that the cause of the error message is a use error, the surgeon did not respect the IFU recommendations regarding the number of slices loaded. This led to the shutdown of the device.

Event description:
Around 5:50pm est, multiple impossible to load images error messages occurred, resulting in a restart of the robot. The bone fiducial CT was selected to be merged to the pre-op MRI, but the error message appeared. Another scan of the bone fiducial CT (more slices) was attempted to be merged, but the same message appeared. After going back to the exam manager tab, when trying to exit the screen, the message appeared again. After trying to compute a new 3d computation in attempt to get out of the exam manager tab, the message appeared again and a windows shutdown occurred. The robot was restarted, and there was a less than 5 minute delay. The patient was under anesthesia and no incisions were made.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI #: (B)(4).

Event description:
Around 5:50pm est, multiple impossible to load images error messages occurred, resulting in a restart of the robot. The bone fiducial CT was selected to be merged to the pre-op MRI, but the error message appeared. Another scan of the bone fiducial CT (more slices) was attempted to be merged, but the same message appeared. After going back to the exam manager tab, when trying to exit the screen, the message appeared again. After trying to compute a new 3d computation in attempt to get out of the exam manager tab, the message appeared again and a windows shutdown occurred. The robot was restarted, and there was a less than 5 minute delay. The patient was under anesthesia and no incisions were made.